Event description:
It was reported that the cardiac output values were not reliable with the catheter. The patient was hooked up to a flotrac and the clinician felt the numbers with the flotrac were better, the numbers were clinical sound for the patient's condition. There were no patient complications.

Manufacturer narrative:
Customer report was not confirmed. The thermistor was submerged in a 36.9 deg c water bath and read 37.1 degrees c on both vigilance I and ii monitors with no intermittent conditions observed. Thermistor connector was opened with no visible inconsistencies. All through lumens were patent without leakage. Balloon inflated clear, concentric and remained inflated for more than 5 minutes. There was no visible damage to the catheter body. This event was determined to be reportable following edwards standard procedures. A device history record review was not completed as the lot number was not provided.

Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 5 months ago. Aneurysm morphology was not reported. Vessel morphology was reported as mild tortuousity and mild calcification. The aortic neck angulation was 5 degrees. It was reported that approximately 4 months post-implantation, the pt presented with leg pain, and an angiogram demonstrated that there was a total occlusion of the right iliac limb from the flow divider to the end of the stent graft. There were no kinks in the stent graft via the angiogram, and the cause of the occlusion is unk. The pt was discharged and will be brought back later for a femoral-to-femoral bypass. No additional clinical sequelae were reported, and the pt is fine.